Event description:
It was reported that the right ventricular (rv) lead triggered an alert for superior vena cava (svc) coil impedance over the programmed upper limit. The svc impedance was back within range the following interrogation. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 4076 lead implanted (B)(6) 2011, 4296 lead implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.